Manufacturer narrative:
Report date: (B)(6) 2021

Event description:
The customer called into technical support (ts) reporting that the device alarmed when on patient. Alarm code was low rate ventilation and low minute ventilation. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer reported there was no adverse outcome to patient care or therapy. The device was switched out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has tested the unit and is reporting the device has failed the v60 performance verification testing test 8. The customer is reporting the v60 will not operate on battery power when disconnected from ac power. The customer has provided the diagnostic ( drpta) log for the v60. According to the customer, the reported problem was not confirmed. Unit failed initial testing due to battery needing replacement. The customer replaced the battery to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed. Unrelated to the incident, the technician will perform additional service to the device and return the unit to service when complete.